Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3255803 and other expiration date includes 2028-08-31. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-09-12.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "I wanted to touch base and let you know that I, myself, had 2 faulty needles today. I've emailed "product complaints" and have informed them as well, but we need to figure out what to do in the meantime. I was asked again if we have the faulty item itself, so I did keep the needles today. I looked and the lot numbers are different on the boxes. Please let me know how to proceed. Thank you." The recent lot #: 3255803 the previous lot #: 3255801 comments on 15/02/2024 I do not have an update on this. Comments on 16/02/2024 it seems the needles were getting clogged. Let's say we were giving a 1ml injection, sometimes we would give 0.5ml before it clogged, sometimes we would give 0.7ml before it clogged. And yes, we would have to replace the needle and poke the pt twice to finish the injection.